Manufacturer narrative:
A2): patient's date of birth, age unk. A4): patient''s weight unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. Working on the ra lead, a spectranetics 11f tightrail sub-c rotating dilator sheath was used to remove adhesions in the subclavian region. Advancement stalled near the rv coil, so efforts switched to remove the rv lead. An lld was inserted into the lead to provide traction, and using the tightrail sub-c, advancement was made on the rv lead to the same point of stalled progression. A 13f tightrail sub-c was used next on the ra lead, and was successfully removed. Back to the rv lead, a 13f tightrail (long) advanced to the ra. Significant efforts were required to remove the binding sites between the rv lead and the ra floor. Moving into the rv, heavy fibrosis was encountered and when the tightrail advanced near the rv lead tip, the patient''s blood pressure dropped. Rescue efforts began, including pericardiocentesis and sternotomy. An inferior vena cava (ivc)/ra junction perforation was discovered and repaired. The patient survived the procedure, and in good condition with no signs of neurological damage the day after the procedure. This report captures the 13f tightrail (long) in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.